Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had leak. The customer's blood glucose value was unknown at the time of incident. The customer reported leak at o ring. Customer was unsure if leak was present at past 1st or 2nd o ring. Customer stated that there was not an air bubble in the reservoir. The reservoir will not be returned for analysis.